Event description:
An implant was put in the patient's back. The implant broke in the patient. The broken implant was taken out along with the other broken pieces. Xray was taken after to make sure there were no more broken pieces left in the pt. Xrays taken. Broken implant was checked by (B)(4) rep, who clarified that all pieces were there.